Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pain pump came "loose inside" and the patient had surgery on (B)(6) to have it all re-stitched. The patient was currently wearing a binder to help keep the pump in place. The patient stated they have fentanyl in the pump and the "base is like 179" and the "bolus is 10 or something" and they recently set it 9% higher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another unknown drug via an implantable pump. The indication for use was spinal pain. The patient stated their stitches had come loose and the pump had dropped a little and was moving around. Per the patient the stitches turned into a deep pink color and around the pump area was inflamed, red, swelling, and bulging out a little. The patient also had run a low grade fever of around 99.9. The patient had spoken to their implanting physician and has been working with his other physician. The patient was prescribed some antibiotics and now things are getting better.